Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) which was intended for use inside the left femoral artery. The report concerns a 53-year-old patient with a history of femoropopliteal bypass graft (unspecified manufacturer) in (2012), acute occlusion and multiple reinterventions needed in the graft. Allegedly, due to continued graft failure, a new left femorocrural vein bypass graft (unspecified manufacturer) was performed on an unspecified day in (B)(6) 2024 with an anastomosis to the posterior tibial artery (afs). It was further reported that since placement, the new bypass has exhibited recurrent stenosis and was last found to be occluded again at the beginning of september. Reintervention involved a re-atherothrombectomy of the bypass. During the procedure, bypass bleeding occurred and was managed by splinting the proximal portion of the bypass with a 5x250 mm vsx device. This restored perfusion, and the stented segment displayed satisfactory luminal calibre. Even though patency of the vsx device was as intended, the distal portion of the bypass remained collapsible, raising concerns for ongoing flow limitation and risk of re-occlusion. On (B)(6) 2025, following an interdisciplinary case conference, it was reportedly, decided to completely splint the remaining bypass segment with an additional distal vsx device, effectively converting the vein graft into a prosthetic conduit to mitigate the high risk of further occlusion. The intervention was performed via 6 fr antegrade access. A guidewire was smoothly advanced through the bypass, followed by predilation. A vsx was then introduced and positioned. Allegedly, upon attempting deployment of the vsx stent, the deployment line unexpectedly snapped. At this point, the stent remained fully housed within the deployment line. It was successfully withdrawn from inside of the patient and a new vsx device was successfully implanted without any problems. Upon inspection of the original vsx device, reportedly the physician used a scissors to shorten the introducer sheath and the deployment line was grasped, but even under forced traction, the vsx stent could not be released. The physician alleged that the cause was possibly due to a defective vsx deployment mechanism. There was no report that the patient has experienced any adverse events as a result of the event. Additional information has been requested.

Manufacturer narrative:
B5: new information captured. H6: codes c21 and d16 are redundant. Code d15 has been added. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported failure mode of failure to deploy could be replicated during the engineering evaluation. Deployment could not continue with traction at the broken end of deployment line or at the transition. The failure mode cannot be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The delivery system was also manipulated by the physician after removal from the patient. It was reported the catheter was cut into sections as forced traction was applied in attempts to deploy the device. The device as received was in three separate pieces which is consistent with the reported manipulation. The root cause of the primary failure mode could not be established with the available information. The secondary reported failure mode related to a broken deployment line, was confirmed during engineering evaluation as the deployment line was returned in two separate pieces. There was no report of excessive force used during deployment. The root cause of the secondary failure mode could not be established with the available information and evaluation. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure mode of failure to deploy is consistent with the findings of inability to continue deployment with traction at the broken end of the deployment line or traction at the transition. The reported failure mode of broken deployment line is confirmed by the observation of the deployment line returned in two separate pieces. The root cause of the reported failure modes could not be established within the engineering evaluation.

Event description:
On 26-september, gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) which was intended for use inside the left femoral artery. The report concerns a 53 year old patient with a history of femoropopliteal bypass graft (unspecified manufacturer) in (2012), acute occlusion and multiple reinterventions needed in the graft. Allegedly, due to continued graft failure, a new left femorocrural vein bypass graft (unspecified manufacturer) was performed on an unspecified day in (B)(6) 2024 with an anastomosis to the posterior tibial artery (afs). It was further reported that since placement, the new bypass has exhibited recurrent stenosis and was last found to be occluded again on (B)(6). Reintervention involved a re-atherothrombectomy of the bypass. During the procedure, bypass bleeding occurred and was managed by splinting the proximal portion of the bypass with a 5 x 250 mm vsx device. This restored perfusion, and the stented segment displayed satisfactory luminal calibre. Even though patency of the vsx device was as intended, the distal portion of the bypass remained collapsible, raising concerns for ongoing flow limitation and risk of re-occlusion. On (B)(6) 2025, following an interdisciplinary case conference, it was reportedly, decided to completely splint the remaining bypass segment with an additional distal vsx device, effectively converting the vein graft into a prosthetic conduit to mitigate the high risk of further occlusion. The intervention was performed via 6 fr antegrade access. A guidewire was smoothly advanced through the bypass, followed by predilation. A vsx was then introduced and positioned. Allegedly, upon attempting deployment of the vsx stent, the deployment line unexpectedly snapped. At this point, the stent remained fully housed within the deployment line. It was successfully withdrawn from inside of the patient and a new vsx device was successfully implanted without any problems. Upon inspection of the original vsx device, reportedly the physician used a scissors to shorten the introducer sheath and the deployment line was grasped, but even under forced traction, the vsx stent could not be released. The physician alleged that the cause was possibly due to a defective vsx deployment mechanism. There was no report that the patient has experienced any adverse events as a result of the event.